Manufacturer narrative:
Block h6 (device codes): problem code 2907 captures the reportable event of internal bolster detached. Block h10: visual examination of the returned device revealed that the molded internal bolster was detached from the tube and it was not returned for analysis. The reported complaint was confirmed. During analysis remnants of the internal bolster remain attached to the tube indicating the components were joined prior the separation. Probably the molded internal bolster was detached due to user technique or other procedural factors, also force applied to pull the gastrostomy tube out during replacement could have contributed with the event. Based on the information available and the analysis performed, the investigation conclusion code for the reported event will be documented as adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information available this device was used per the directions for use (dfu).

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube placement procedure on (B)(6) 2020. According to the complainant, during the replacement procedure on (B)(6) 2020, the internal bolster was detached and dislodged into the stomach. The detached portion was retrieved endoscopically. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube placement procedure on (B)(6) 2020. According to the complainant, during the replacement procedure on (B)(6) 2020, the internal bolster was detached and dislodged into the stomach. The detached portion was retrieved endoscopically. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event.